Manufacturer narrative:
(B)(6).

Event description:
It was reported that part of the coil stuck to the catheter tip and could not be withdrawn. The target lesion was located in the abdominal aorta and iliac artery. A 12mm x 40cm interlock - 35 was selected for use. During the procedure, the coil was advanced; however, after approximately 2 cm of deployment, the position was suboptimal, and the coil was retracted and re-advanced. During subsequent deployment, approximately one-third of the coil was deployed when it became stuck and could not be advanced or withdrawn. The coil and the single curve catheter were removed from the patient together as one unit. The same coil was reloaded and reattempted for delivery; however, the coil again became stuck after partial deployment and could not be advanced. The entire system was withdrawn, and inspection revealed the coil body was stretched and could not be deployed. The coil and catheter were removed together from the patient. The procedure was completed using two additional coils. There were no patient complications as a result of this event.

Event description:
It was reported that part of the coil stuck to the catheter tip and could not be withdrawn. The target lesion was located in the abdominal aorta and iliac artery. A 12mm x 40cm interlock - 35 was selected for use. During the procedure, the coil was advanced; however, after approximately 2 cm of deployment, the position was suboptimal, and the coil was retracted and re-advanced. During subsequent deployment, approximately one-third of the coil was deployed when it became stuck and could not be advanced or withdrawn. The coil and the single curve catheter were removed from the patient together as one unit. The same coil was reloaded and reattempted for delivery; however, the coil again became stuck after partial deployment and could not be advanced. The entire system was withdrawn, and inspection revealed the coil body was stretched and could not be deployed. The coil and catheter were removed together from the patient. The procedure was completed using two additional coils. There were no patient complications as a result of this event. It was further reported that no portion of the coil was protruding from the catheter tip upon removal.

Manufacturer narrative:
E1: initial reporter facility name -(B)(6). E1: initial reporter phone number - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unintended use error caused or contributed to event.